Manufacturer narrative:
Pump passed sleep current measurement, active current measurement and displacement test. Pump received power error detected alarm due to non-sleep anomaly software error. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a power error detected alarm. The customer stated that they were able to clear the alarm and were able to complete the rewind process. Customer reports pump has not been exposed to temperatures. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.